Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for depression. It was reported that patient was getting poor coupling, and the reposition antenna screen when they charged their implant. Patient was redirected to follow up with the health care professional (hcp) if the replacement recharge antenna does not resolve the issue. No patient symptoms were reported. On (B)(6), the patient called back and stated that they had received the replacement antenna, however the issue had not been received. Positioning and adjusting dial as well as the antenna locate (al) feature was reviewed for the patient. It was emphasized for the patient that the al should not be performed on their own. After (B)(6) pt had 4 bars and then quickly dropped to 2. Patient stated that there were not changes to the ins site, looks straight and does not move around. Patient mentioned concern about the ins recharger (insr). No further patient complications were reported/ anticipated as a result of this event.

Event description:
Additional information was received from a consumer indicating the cause of the poor coupling was not determined. Even after the unit and antenna were replaced, the connection between the antenna and the implant went from 10 bars to now no more than 2 bars. It takes five times as long to charge the implant battery. The replacement recharger did not resolve the issue. No further complications were reported.